Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err121 "call tech support". No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected failed usb door missing and usb interface damage. The receiver will charge but boot failed call tech support in display. The receiver download found screen error alarm in log. The complaint is confirmed because of the observation of the screen error alarm . The reported event of an error icon display was confirmed during log review. A root cause could not be determined.